Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product in that, the user had the dose and meterset set to zero in an attempt to eliminate the treatment fraction. However entry of a zero meterset value resulted in an unanticipated bypass of the approval pre-treatment check and allowed entry of a non-zero meterset value. The patient was treated when a treatment was not intended. The zero meterset will not prompt a plan approval. The defect will be monitored and re-evaluated based on the post market data.

Event description:
It was reported by the customer that mosaiq treated an unapproved tomo field after the customer tried to invalidate it. Based upon the available information, there was a mistreatment, which may have resulted in serious clinical outcome.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
It was reported by the customer that mosaiq treated an unapproved tomo field after the customer tried to invalidate it.